Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Microscopic inspections of the terminal pin assembly and electrode body found helix housing being clogged with dried blood or body fluid. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was not implanted successfully due to not achieving successful positioning and there was tissue noted in the helix. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this brady lead was not implanted successfully due to not achieving successful positioning and there was tissue noted in the helix. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.